Event description:
A report was received stating that the patient was found with its tracheostomy tube dislodged and ventilator alarming. It was necessary for the tracheostomy tube to be replaced. The clinician reported that the removed tracheostomy tube had three pinholes in its cuff. No permanent adverse effects to patient were reported.

Manufacturer narrative:
Manufacturer completed the entire form. Smiths medical has received the sample device. Product evaluation is anticipated, but not yet begun as the device is in transit to its investigation site. A follow-up report will be submitted once the product evaluation is complete.